Event description:
It was reported that white foreign matter was stuck to the bd¿ blunt fill needle hub. The following information was provided by the initial reporter, translated from portuguese: "aspiration needle packed with a rigid white dirt adhered to the hub."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 07-nov-2022 h6: investigation summary one sample received by our quality team for investigation. Upon visual inspection, white foreign matter on the hub of the needle is observed. Foreign matter is identified as epoxy. Based on the quality team¿s investigation, the root cause of the incident excessive epoxy can be traced to the manufacturing process. During review of the process, it is possible to attribute the failure to an adjustment and segregation process, together with failures in measuring the amount of resin in the vision system, which, is adjusted as the material enters the line. Vision systems are frequently revised, taking place every four months. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that white foreign matter was stuck to the bd¿ blunt fill needle hub. The following information was provided by the initial reporter, translated from portuguese: "aspiration needle packed with a rigid white dirt adhered to the hub."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.